Event description:
Tip separation within the pt's vessel.

Manufacturer narrative:
Visual examination: the guidewire returned within the dispenser tube within a plastic bag. The guidewire was noted to be completely fractured, 3.0 cm distal to the distal-most end of the ptfe sleeve. The coilwire was found to be fractured and stretched, extending 2.6 cm distal to the ptfe sleeve distal end. The distal fractured guidewire segment was not returned. Dimensional examination: the outer diameter of the guidewire was found to be within dimensional specifications. Microscopic examination: further evaluation using scanning electron microscopy on both the corewire and coilwire fracture surfaces revealed the bent fracture corewire end and the spiral twist of the external surface extrusion lines adjacent to the fracture surface. Also, a circular array of material on the fracture surface, a twisted coilwire fracture end. No material neckdown was noted in either the corewire or coilwire. Although the exact cause for the wire fractured could not be determined, it is suspected that the fracture was the result of a torsional overloading with a bending moment.